Manufacturer narrative:
D2b - pro code (product code): fge, lit, g4 - premarket / 510(k) #: k141521, k141597, e1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A .00mm / 2.0cm / 135cm peripheral cutting balloon was selected for endovascular treatment. During the first inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.